Event description:
(B)(6). Per information received by sedgwick on (B)(6) 2024 , the user alleged visualization of particles. The user indicated the following information related to underlying health condition: history of copd asthma or other chronic lung disease / mental disorders like post-traumatic stress disorder (ptsd) and depression

Manufacturer narrative:
The manufacturer previously reported the incorrect narrative. It has been corrected on this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles.there is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.